Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states after clinical examination found 5-7mm pocketing associated with #30 and 31. Radiographs suggest generally stable bone levels, moderate to severe bone loss @ #30/31. Diagnosis is stage iii grade b periodontitis. Recommended re-eval 8+ weeks after completion of srp and osseous/bone graft for #31.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.